Manufacturer narrative:
The biomedical engineer reported that the loaner central nurse's station (cns) had intermittent communication loss. After extensive troubleshooting, it was discovered that the issue was caused by a faulty switch. Replacing the switch resolved the issue. The unit was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the loaner central nurse's station (cns) had intermittent communication loss.